Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed, target lesion was in the moderately tortuous 1st diagonal artery. A 2.75x12mm taxus liberte drug eluting stent had been advanced to treat the target lesion but the device would not cross the lesion. The distal stent struts appeared lifted. There were no patient complications reported with the patient in satisfactory condition.

Manufacturer narrative:
Device analysis: returned product analysis verified the difficulty stated in the complaint. Visual examination of the device revealed distal stent damage. The struts were slightly flared. This type of damage is consistent with the device meeting some form of restriction during insertion. A review of the shop floor paperwork for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause is unknown.